Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00815, 3008829311-2017-00816 & 3008829311-2017-00817. Follow up information received identified the patient underwent surgical intervention to have all existing drg leads revised. During the procedure the leads were explanted and replaced with two new leads. Therapy was reportedly restored and the reported issue was resolved.